Event description:
It was reported that "possible 2nd degree burn at application site of ground pad."

Manufacturer narrative:
We are attempting to gather specific details from the hosp for the investigation. We will file a supplemental report when the investigation is completed.